Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient stated that they had their pump replaced in june and they don't like the external device that came with it. Agent reviewed information. Patient mentioned that it takes at least 1 minute to 5 minutes in retrieving pump settings. When asked for event date, patient mentioned they noticed it few weeks after they got a new pump. Agent assisted patient in clearing the data and was able to connect and saw their lockout screen.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.